Event description:
The reporter stated that the device was placed for about 24-48 hours. The pt had a chronic subdural hematoma. The hematoma was not evacuated by the device. Only minimal drainage was achieved. The pt required a surgical procedure for evacuation of the hematoma. The product is not available for return.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.